Event description:
It was reported that cadd-solis vip ambulatory infusion pump out of box failure reads cassette not attached properly. No patient injury reported.

Manufacturer narrative:
B5: additional information received by smiths medical/ICU on 12-may-2022 via email and attached to complaint object: no patient involvement. The issue occurred during testing. H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. The customer stated problem was duplicated. Replaced faulty downstream occlusion sensor. The cause of the reported problem could not be determined. A review of the manufacturing flow I DHR (21-2120-0105-01 job 4082657 and 67-2486 job 4062297) for this device found no causes or potential causes of the customer reported failure. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.